Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The information provided did not indicate interference with the assay. No other complaints of this type or any allegation of interference by rifinah have been received. As calibration and qc results were acceptable, a general reagent or hardware issue was excluded. The issue is consistent with the incorrect usage of an edta-plasma tube for the blood sample as this would lead to selective inhibition of alp. Per product labeling for the assay, only serum and plasma: li-heparin are acceptable sample types.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter alleged interference with the alp2 alp ifcc gen.2 assay for one patient who received an anti-tuberculosis treatment, rifinah, on (B)(6) 2020. The patient's sample was tested on a cobas 6000 c (501) module and on a beckman analyzer au480. It is unknown if the patient's results were reported outside the laboratory, the information was requested but not provided. The customer does not know the patient's "true" alp value. On (B)(6) 2020, the patient's alp result on a beckman analyzer au480 was <3 ui/l. On (B)(6) 2020, the patient's alp result on the cobas 6000 c (501) module was 0.2 u/l with a data flag and 0.3 u/l with a data flag. The cobas 6000 c (501) module's serial number was (B)(4).